Event description:
As reported by the user facility (translation of user facility information by (B)(4)): when the nurse wanted to withdraw the catheter, she realized it was stuck in the wall of the vein. They needed to open with a scalpel to remove it ans suture the injection site. (B)(4).